Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log was reviewed and no errors were observed. The complaint was not confirmed for receiver error icon displayed because no error hwbat and "screen error alarm" were observed in log.the reported event of an error icon display was not confirmed during log review. A root cause could not be determined.